Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-13177. It was reported the patient was experiencing rib stimulation and he wanted his scs system explanted. He also refused any reprogramming of his system. Follow-up information identified the patient's ipg was explanted, the leads were left implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.